Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that this patient with a 23 mm aortic valve, implanted approximately nine (9) years, 10 months, underwent a valve-in-valve procedure due to moderate to severe aortic regurgitation and severe stenosis. The tavr was performed with a 23 mm valve. The new valve was deployed with excellent function, moderate paravalvular aortic insufficiency and a mean gradient of 5 mmhg. The patient was transported to the ICU in stable condition and discharged on pod #1 in stable condition.

Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23 mm aortic valve, implant duration of approximately nine (9) years, 10 months, underwent a valve-in-valve procedure due to regurgitation. The procedure was performed with a 23 mm transcatheter valve. The procedure was successful and the it was reported that the patient was in stable condition.